Event description:
The account alleged the bed has some wires loose and the bed moved on its own. No injury reported.

Manufacturer narrative:
The account replaced the foot control cable to resolve the issue.